Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The reported patient effect of thrombosis is listed in the absolute pro instruction for use as a known potential adverse event associated with the use of a stent in peripheral arteries and / or biliary tree. The investigation was unable to determine a definitive cause for the reported difficulties of difficult or delayed activation, physical resistance with the thumbwheel and subsequent patient effect of thrombosis. It may be possible that the distal shaft was bent, collapsed or restricted in the heavily calcified and heavily tortuous anatomy (possibly over the aortic bifurcation) preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional 3 absolute pro devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification, heavy tortuosity, and 90% stenosis in the superior femoral artery. Reportedly, the patient had long segment occlusion from the superficial femoral opening to the adductor canal. An unspecified guide wire passed smoothly. Angiography showed no obvious blood flow after the progressive balloon pre-expansion, so the elastic retraction of the vessel was considered. A 6.0 x 150mm absolute stent was implanted in the lesion but the proximal portion of the stent had poor wall apposition. Repeated dilatation was performed with poor effects. A 6.0 x 100 mm absolute was attempted to be deployed but the release knob [thumbwheel] could not be rotated. The doctor used great force to release the stent with difficulty. Another 6.0 x 60 mm absolute stent was implanted, and the radiography showed that only a line of blood flow remained. A 6.0 x 40 mm absolute stent was then attempted to be implanted in the proximal opening; however, the difficulty to rotate the thumbwheel was felt but the stent was deployed completely, and the blood flow did not significantly improve. Dilatation was performed with an unspecified balloon. Final angiography showed that the stent distended in a good shape, but the blood flow was still not improved. The surgeon considered thrombosis of all four stents. There was no treatment administered for the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.